Event description:
The alaris tubing clamp did not engage when removed from the alaris pump. When the handle is lifted, it engages the clamp on the tubing, so medications don't free flow to the patient. This was found while not hooked up to a patient. This is the 5th pump sent to biomed for the same reason over the past month. These are all near miss events. If this were to happen on a patient getting vasoactive medications it could be catastrophic. Near miss, no patient harm. Manufacturer response for alaris carefusion pump (per site reporter). Pump module pivot latch screen was redesigned with improved screw retention resistance to reduce the possibility of the screw backing out. However, it does not prevent it from backing out. Therefore, staff still need to pay special attention.